Manufacturer narrative:
Asp evaluation results: the sterrad nx dpmo (defects per million opportunities) chart, (B)(4) is below the upper control limit (ucl). The service history request for the sterrad nx indicates this is the only damaged device complaint, as of (B)(4) 2010. The damaged device was not returned to asp for investigation. The risk of "damage to instrument" according to the sterrad shuma (system hazard use and misuse analysis) is acceptable. The DHR (device history record) for the sterrad nx unit was reviewed and no issues were noted. The 3 rusch laryngoscopes blades (model and serial numbers unknown), should not have been sterilized in the sterrad nx. The asp sterrad sterility guide query showed that the manufacturer, rusch, does not fall within the validated sterility claims of the sterrad nx system as of (B)(4) 2010.

Event description:
The caller alleged damage to three laryngoscopes manufactured by rusch. It is reported that a white band on the scope shriveled up. The scopes are cleaned by washing as directed and rinsed using rensyme. The scopes are then placed in asp peel pack pouches for sterrad nx processing. The customer stated that the laryngoscope blades were previously processed in a steris machine before using the sterrad nx. The customer claims they were advised by an asp employee that the product could be processed in the sterrad nx; however, the scopes are not on the sterility guide.